Event description:
A touchscreen was returned to the product investigation lab (pil) for failure analysis. The returned touchscreen was replaced when the v60 device experienced touchscreen calibration failure. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The pil technician installed the returned component into a product investigation ventilator to duplicate the reported issue. The touchscreen cannot be calibrated. The technician reported the touchscreen failed the resistance verification testing, verifying a faulty touchscreen. The resistance values noted were high and out of specification. The technician verified that the suspect touchscreen failed the calibration check and was unable to exercise the touchscreen in diagnostic mode in test#2. In addition, the touchscreen did not respond to the setting changes. Pil concluded that the unresponsive touchscreen was due to out-of-spec resistance noted in test#1, which resulted in failed calibration and the inability of the touchscreen to respond to the setting changes. The touchscreen is faulty. The root cause of the issue has been determined; thus, the investigation is complete. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.